Event description:
During a surgical procedure to implant the pt's ((B)(6)) ipg, it was reported impedance issues were detected on one of the pt's three leads. Various troubleshooting techniques were performed intraoperatively, but the reported problem persisted. As such, the physician replaced the lead in question thereby resolving the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.